Event description:
It was reported to philips that the azurion device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and re-connected the power cable. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to start up. Upon functional testing fse found suite pc was unable to power on. The fse reconnected the power cable of suit pc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.